Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, anemia, bleeding intermenstrual and leiomyoma. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine/migraines / headaches"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, migraine, genital haemorrhage, vaginal haemorrhage and vulvovaginal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: previously reported date of insertion 2010. Patient received treatment for pain, bleeding. Discrepancy noted in essure insertion date(B)(6) 2010, (B)(6) 2011 and date of removal (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) : other right fallopian tube occluded: left fallopian tube unable to be evaluated. There is good cornual filling on the right. The right essure device demonstrates satisfactory placement. The right tube appears occluded proximal to the right essure device. 1. Satisfactory right essure device placement with occlusion of the right fallopian tube proximal to the device. 2. The left uterine cornua could not be opacified. Position of the left essure device cannot be evaluated. No opacification of the left fallopian tube is seen, however.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received - fu 3 and fu 4 process together. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) and vaginal pain were added. Patient height and race were added. New reporter were added. Lab data and medical history were added. On 30-sep-2019: pfs received - fu 3 and fu 4 process together. No new clinical information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on 15-oct-2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and migraine had not resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: previously reported date of insertion 2010. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified): other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event. New events added: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, migraine. Reporter information was updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.